Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Is the ileostomy temporary? Were there any issues with staple formation in the initial procedure? Was the distal transection completed in one firing or multiple firings? Was the ancillary trocar inserted above, below, or through the middle or the echelon staple line? Was the exact site of the leak able to be identified by the bubbles as from the echelon or circular stapler?

Event description:
It was reported that during laparoscopic low anterior resection (lar) procedure, during leak test of colon resection, bubbles and small leak were noted at anastomosis site. Surgeon thought it may be caused by staple line from psee60a. . Gst60b reload used, rectum tissue was very thick. Ileostomy was performed.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is the ileostomy temporary? Yes it's temporary. Were there any issues with staple formation in the initial procedure? No. Was the distal transection completed in one firing or multiple firings? Two reloads used to complete transectio.n was the ancillary trocar inserted above, below, or through the middle or the echelon staple line? I believe below but not certain. Was the exact site of the leak able to be identified by the bubbles as from the echelon or circular stapler? Couldn't be determined, may not have been result of stapler at all.